Event description:
It was reported to medtronic minimed that the customer reported crack in the case of the pump. The customer reported no adverse event. The event involved product(s) mmt-554lwwl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-554lwwl was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker, cracked reservoir tube window, cracked case at reservoir tube window corner. In summary, pump have cracked case at reservoir tube window corner was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.